Event description:
It was reported that sparking and frayed wires were observed on the power cord of the patient electronics device. The unit was replaced and there were no adverse consequences to the patient.

Manufacturer narrative:
One cardiomems power cord model cm3020 was received for investigation. Visual evaluation revealed no frayed wires or physical damage on the power cord. The power cord was determined to be functioning properly and successfully powered on a test patient electronics unit unit. The field reported event of frayed wires was unconfirmed.